Event description:
It was reported that during an unk procedure, the clip applier seal became dislodged and ended up in the pt. The procedure was extended in order to retrieve the seal. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.